Event description:
Removal of endosseous dental implant implant was placed on (B)(6) 2012 in site (B)(6) (type I bone). The clinician states that the pt came to the office on (B)(6) 2012 stating that the implant fell out on (B)(6) 2012. The implant was removed on (B)(6) 2012. Medical history: no significant findings.